Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer indicated during their original call to zoll technical support that two x series devices were being used at the same time to pace the patient. The use of two x series devices to pace at the same time is considered outside label use and it is possible that the output from one device can cause interference with the second device as observed. Additionally with two devices attached to the patient at the same time it can affect pad and lead placement/coupling resulting in loss or noisy ECG signal. The device passed all functional testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device displayed a distorted ECG signal via eletrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.